Manufacturer narrative:
A review of the provided information by a clinical consultant concluded that cup malposition in low inclination contributed to an overload condition in the bearing which caused subluxation of the mdm system already in 2013 with full intraprosthetic dislocation in 2015 requiring revision surgery.

Event description:
Revised a gmrs proximal femur with mdm/tritanium revision shell due to a disassociated 28mm head from and mdm insert.